Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The tissue pad damage could have tissue effects when used in this condition, affecting the device cutting and sealing performance. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy procedure, it was necessary to change the ultrasonic clamp because the teflon of the extremity detached and it did not work well during the surgery. There was no adverse event for the patient.